Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the dented cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose; chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient's blood glucose reached 407mg/dl while wearing the pod on his abdomen for between 4 and 24 hours. She stated that the cannula appeared to have a slight dent when the pod was removed. Treatment included drinking water and delivering over 15 units of insulin. Recent setting changes had been made to the patient's basal rate. The patient's blood glucose history is as follows: date/time/ bg(mg/dl): 6/18/2018; 10:17am/ 301; 2:57pm/ 294; 6/19/2018; 11:26am/ 323; 2:03pm/ 407; 6:17pm/ 211.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found. The device generated an alarm indicating that the pod had reached its expiration time.